Event description:
It was reported to philips that the device was unable to load its software. There was no reported patient involvement. The customer requested that a philips field service engineer (fse) be dispatched for remote service to investigate the reported problem. A follow up was required. Per engineer case notes, the job was closed as there has been no updates from the customer. Philips is unable to rule out that a malfunction did not occur. Debrief status has been added as the system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer; no follow-up requested. As the issue could not be replicated, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
H3 other text : there has been no response from the customer.

Event description:
It was reported to philips that the device was unable to load its software. There was no reported patient involvement.